Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that there was a dirt inside the light guide lens. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomenon was attributed to the internal parts of the light guide lens were corroded due to the moisture infiltrated the inside of the subject device from the leak point. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.